Event description:
The customer reported that he went to urgent care with a blood glucose of 565 mg/dl and slight ketones. Troubleshooting was performed, and the insulin pump was programmed correctly. Found no delivery and low reservoir alarms in the alarm history. The insulin pump passed the prime test, but there was no tubing clamp for the high pressure test. No further testing done as the event occurred a week ago, and the customer had not been having high blood glucose levels since then. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.